Event description:
The customer was hospitalized high blood glucose levels. The customer stated that he tried to prime and the tubing had no insulin exit. The customer did not change out the set and had been wearing it a few days. Troubleshooting was performed. The high pressure test could not be performed because the customer did not have the clamp. The customer ran the fixed prime and insulin exited. All settings were correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.